Event description:
It was reported that during a laparoscopic cholecystectomy, device did not clip properly. The clips were still loose. They were not tight on the vessel. It is unknown if the clips were removed. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did malformed clips fall off of vessel after having been applied? If clips fell off after being applied, was there any bleeding or leak that occurred? If bleeding, please quantify amount of bleeding. Were any blood products given to patient? How was bleeding or leak controlled (ex: new clip applier used to control bleeding/leak)? How was case completed?

Manufacturer narrative:
(B)(4). Additional information: jaws. Additional information was requested and the following was obtained: did malformed clips fall off of vessel after having been applied? Yes. If clips fell off after being applied, was there any bleeding or leak that occurred? If bleeding, please quantify amount of bleeding. Were any blood products given to patient? How was bleeding or leak controlled (ex: new clip applier used to control bleeding/leak)? Used another er320. How was case completed? Used another er320. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, seven scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.